Manufacturer narrative:
The complaint cartridge was not returned. Seven (7) unopened cartridges from the same lot as the complaint were returned loose and folded in a bag. The carton was not returned. The samples were opened and evaluated. Slight stress line was observed on the tip anteriors, most likely from condition of the return. A random sample was functionally tested per the dfu using a qualified handpiece, a qualified lens and viscoelastic. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The associated lens and handpiece information was not provided. It is unknown if qualified combinations were used. Viscoelastic and irrigation solution were indicated. It was not clarified which was used to fill the cartridge. The root cause cannot be determined for the reported event. The reported foreign material was not available to be tested. The complaint cartridge was not returned for an evaluation. Unopened cartridges from the same lot were returned and evaluated. The cartridges were functionally tested per the steps outlined in the dfu. The qualified lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. There was no damaged areas or missing coating areas observed. Information from the reporter indicated that during the operation, use irrigation bags and viscous material. It was not clarified if both were placed in the cartridge. It is unknown if a qualified lens was used with the cartridge. It is also unknown if a qualified handpiece was used. The use of non-qualified product combinations can result in lens delivery diffulties and product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a sticky substance on the intraocular lens after implantation in the eye. The substance was removed and the procedure was completed without patient harm.